Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 500,0 ug/ml at 3,21 ug/day via an implantable pump. It was reported that the doctor came to the rep with a question about the pump. After the standard refueling procedure, the pump began to show the date of the next refueling as 41 years, which was unrealistic. The date of the programmer was current. Additional information received also indicated that the hcp could not change the dosage of the medicine. Additional information received indicated that based on the pump configuration shown in the images provided, the pump was currently set to the minimum rate infusion mode, with a daily dose configured at 3.21 mcg/day. It was stated that given this configuration, it was expected for the pump to estimate 5923 days until it reached a low reservoir alarm state, which corresponded to the new refill date of 2041-09-26. It was also stated that the dose could not be adjusted which was what was expected while the pump is configured in minimum rate infusion mode. The pump stop code was provided.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that they had already resolved this issue with the help of support. The doctor set the pump to a minimum rate, and this was the reason for such a distant date. It was stated that everything was fine now. All the necessary information on the installation date and numbers was displayed in the photo report that the rep sent in the first email.

Manufacturer narrative:
H6: codes have been updated to reflect new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.